Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) two primary sample tubes were drawn off-site, the customer prepared an aliquot of each tube. Aliquot 1 processed on (B)(6) 2024 creatinine = 189 umol/l (normal range: 64-110 umol/l) new sample tested on (B)(6) 2024 was normal. The customer then processed the original primary tubes and the 2 aliquots: primary tube 1 = 90.4 umol/l, primary tube 2 = 84.3 umol/l, aliquot 1 = 132.4 / 127.2 umol/l, aliquot 2 = 77 / 76.4 umol/l . No impact to patient management was reported.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) two primary sample tubes were drawn off-site, the customer prepared an aliquot of each tube. Aliquot 1 processed on (B)(6) 2024 creatinine = 189 umol/l (normal range: 64-110 umol/l) new sample tested on (B)(6) 2024 was normal. The customer then processed the original primary tubes and the 2 aliquots: primary tube 1 = 90.4 umol/l primary tube 2 = 84.3 umol/l aliquot 1 = 132.4 / 127.2 umol/l aliquot 2 = 77 / 76.4 umol/l no impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for alinity creatinine ln 7p99 lot 88191un22. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity creatinine ln 7p99 lot 88191un22 was identified.